Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. During the sensor removal and replacement appointment on (B)(6) 2025, the hcp observed infection at the insertion site. The user mentioned that they had symptoms of lump, redness and pain which first appeared around on (B)(6) 2025. The sensor had been inserted on (B)(6) 2025 and the sensor was being removed due to early sensor retirement. According to the user, the lump was initially soft, but then it got bigger and the site became red and slightly painful. The hcp prescribed antibiotic therapy with cloxacillin every 8 hours. The sensor was not removed because of infection, but a new sensor was inserted in the other arm to continue using eversense e3 cgm system. During a follow up, the patient mentioned that the site is not painful anymore, but the lump still exists. The patient mentioned he would continue treatment and consult hcp for any further medical assistance.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site with the symptoms of lump, redness and pain. The sensor was inserted on (B)(6) 2025 and the symptoms first appeared on (B)(6) 2025. The patient consulted hcp who prescribed cloxacillin.